Manufacturer narrative:
Investigation on 18jan2017 found the guidewire was stretched which is consistent with pulling forcefully. The distal section of the catheter was severely damaged and a 1 mm piece of the tip was separated but remained on the guidewire. Undetermined if all pieces are accounted for.

Event description:
Physician was using turnpike lp for a lad antegrade cto case. The lp would not advance past the lesion, when physician pulled out the turnpike lp, the tip of the catheter has sheared off. Turnpike was removed with wire. Additional information received 29nov2016: nothing was left in the body, and no retrieval method was necessary. No patient injury or impact reported.